Event description:
It was reported by b. Steinkamp, an onkos distributor, that a 48-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to a suspected joint infection on (B)(6) 2024. The surgery was performed by doctor cercek. A review of historical records revealed a prior revision surgery which took place on (B)(6) 2023 when the patient was 47 years old. The surgery was performed by doctor jacofsky. The historical review did not yield any details with respect to the patient's primary surgery.

Manufacturer narrative:
It was reported by b. Steinkamp, an onkos distributor, that a 48-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to a suspected joint infection on (B)(6) 2024. All inspection and manufacturing data was reviewed for the device lots listed in the table above; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of previously implanted eleos implants. The following mdrs were submitted as part of this adverse event: 3013450937-2024-00058 3013450937-2024-00058-001 3013450937-2024-00059 (added per investigation findings) 3013450937-2024-00060 (added per investigation findings)